Event description:
Ous MDR - boston scientific received information that the during a routine device check, this right atrial lead exhibited loss of capture. Lead dislodgement was suspected. The patient was hospitalized and a lead revision was performed that day. The ra lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No adverse patient side effects were reported. The provided explant and event dates are chronologically impossible. Therefore, they will not be included in this report.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.